Manufacturer narrative:
(B) (4).

Event description:
Literature: maugans, t.a. Intracranial migration of a fractured intrathecal catheter from a baclofen pump system: case report and analysis of possible causes. Neurosurgery. 2010; 66: 319-322. Summary: this article presents a case study of a pt with cerebral palsy in who experienced lack of effect, then later cervical pain, nausea, and vomiting. Imaging revealed a fractured intrathecal catheter segment had migrated into the pt's ventricular system. The symptoms resolved after urgent surgery to remove the catheter segment. Analysis of the proximal catheter revealed the catheter was fractured and had a jagged, appearing oval shaped and compressed. Reportable event: the pt presented with decreased effectiveness. Lumbosacral x-ray revealed no catheter within the spinal canal. The pump was placed on standby mode. The catheter was believed to have migrated out of the thecal sac and into the lumbar and abdominal wall soft tissues. The pt was treated with oral analgesics and oral baclofen. After a short period of pain relief, the pt again presented with new symptoms of cervical/neck pain, dizziness, and vomiting. Neurological exam showed only baseline deficits. A lateral x-ray of the cervical spine showed a catheter segment within the dorsal cervical spinal canal that extended intracranially. Computed tomography scans revealed the catheter transversing the obex, fourth ventricle, and the cerebral aqueduct ending in the third ventricle. There was also mild ventriculomegaly noted compared with an earlier scan. The pt underwent urgent surgery involving exposure and opening of the atlanto-occipital membrane. The catheter segment was removed from the subarachnoid space, and a standard closure was completed. The pt tolerated the procedure well and had no perioperative complications. The pt's symptoms resolved and the pt's neurologic examination was unchanged. The explanted 26.4cm long catheter segment was analyzed by the MFR. The proximal (pump) end was fractured and jagged, appearing oval shaped and compressed. This offered evidence that the fracture was caused by repetitive trauma at the level of the spinous processes.